Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per email from (B)(6) she stated that the customer's lift has a broken wheel mechanism. It's the left wheel when you're standing on the operator's side.